Event description:
This incident was documented in published literature and was not directly reported to valleylab. Patient info - male with previous right pneumonectomy. The rfa procedure was complicated by pneumothorax which was resolved with a chest tube and heimlich valve. The patient was readmitted 6 days later with increasing respiratory distress, which eventually required full inotropic support. The patient's status continued to decline and the family requested terminal extubation in 2002, as he was old and frail and family/patient didn't want extraordinary measures taken.